Event description:
Had bilateral saline implants placed for reconstructive purposes (B)(6) 2002. After being in for 7 months, pt began experiencing fatigue. Had received a scholarship for college and had to drop classes and leave school due to ongoing issues with joint pain, chronic fatigue, photosensitivity, confusion, memory loss, and ambulation difficulties. Started experiencing weight gain due to immobility. Also had symptoms of vomiting 6-8 times per day, chronic pain, hair loss and cognitive issues. Considered traveling to (B)(6) to inquire about euthanasia due to her feeling as though she was a burden on her family. Could not care for herself. Pt began researching breast implants and her symptoms. Found info online where other women were having same symptoms. Consulted surgeon and had implants removed with the exception of part of capsule which was adhered to her ribs and couldn't be removed per her surgeon. After surgery, all symptoms dissipated with the exception of joint pain, hair loss and chronic fatigue. In 2010, had capsule removed after she began having breathing difficulties. Capsules had expanded across ribs upward to neck. Continues to have small amount of joint pain along with chronic fatigue and pulmonary hypertension. Event abated after use stopped or dose reduced: yes.